Event description:
Soft tissue ultrasound done at another facility revealed 1.8cm x 0.25 cm tubular structure within the subcutaneous soft tissues along the anterior aspect of the left distal forearm medially, suspicious for foreign object. This was the site of a previous IV. Required outpatient removal under local anesthesia.